Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verioiq meter was displaying a battery charge issue. The patient was not available for a follow up call. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 the alleged issue first occurred. The patient reported using a combination of apidra and humalog insulin to manage her diabetes. The patient reported on an unknown date and time she increased her usual dosage of insulin. The patient reported at an unknown time she developed symptoms of sweating and itching. The patient denied having any additional treatment. At the time of troubleshooting, the cca confirmed there was no misuse of the product and this was not the first time the subject meter had been used. When the power button was pressed, the meter did not turn on. When a new test strip was inserted, the meter did not power on. The patient was using the correct test strips and was unable to perform a rapid charge. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test his blood sugar due to the reported issue, took an increased dose of insulin and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.